Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, two trach tubes were leaking and unable to maintain air in the balloon. The customer reported that there was no known patient involvement and outcome.

Manufacturer narrative:
Evaluation summary: one sample was returned for evaluation. Visual examination confirms that the returned unit is contaminated. The returned unit was inflated, however, the air deflated rapidly from the cuff body. Further examination of the cuff body using the microvu shows that there is a slit in the main body of the cuff. The slit is clean cut in appearance measuring 0.4mm in length. This type of damage is indicative of coming in contact with a sharp utensil or object. The reported defect could be detected on this sample. The single wall thickness of the cuff was measured away from the damaged area and found to be within the blueprint specification. The batch paperwork was reviewed and confirms that the lot was manufactured to meet all of the blueprint specifications and quality requirements. Four samples were returned for evaluation and all contained in their original unopened unit packs. Visual examination shows no sign of any defect. All four units were inflated and leak tested under water. No leakage was detected. The returned units remained inflated for a four-hour period and no leakages were detected. The reported defect could not be detected on the units returned for evaluation. The most probable root cause of the damage to the contaminated sample is it came in contact with a sharp utensil or object. The product relates to the reported complaint event. Information has been added to the database and trends will continue to be monitored. If information is provided in the future, a supplemental report will be issued.